Event description:
The customer reported that the monitor had no sound. No pt harm was reported. In an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise pt safety. Do not rely exclusive on the audible alarm system for pt monitoring. The most reliable method of pt monitoring requires correct operation of the monitor and close observation of the pt.

Manufacturer narrative:
(B)(4): in an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise pt safety. Do not rely exclusively on the audible alarm system for pt monitoring. The most reliable method of pt monitoring requires correct operation of the monitor and close observation of the pt. A f/u report will be submitted upon completion of the investigation.